Event description:
It was reported that this implantable pulse generator had reached elective replacement time; however, previously showed 18 months remaining during the previous device check. It was noted that the shock impedances increased to 125 ohms, but are chronically between 100-120 ohms due to the gradual increase in power consumption. All lead measurements were observed to be normal during the recent device check. A copy of device memory was saved and submitted to technical services for further review. Engineering review of device data confirmed that this device is prematurely depleting, and device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should this device be returned for analysis, a supplemental report will be submitted.

Event description:
It was reported that this implantable pulse generator had reached elective replacement time; however, previously showed 18 months remaining during the previous device check. It was noted that the shock impedances increased to 125 ohms, but are chronically between 100-120 ohms due to the gradual increase in power consumption. All lead measurements were observed to be normal during the recent device check. A copy of device memory was saved and submitted to technical services for further review. Engineering review of device data confirmed that this device is prematurely depleting, and device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A return request and the explant date have been requested.